Manufacturer narrative:
(B)(4).

Event description:
It was further reported that a pci was performed to treat two target lesions located in mid left anterior descending (lad) artery and 1st obtuse marginal. The restenotic lesion in the mid lad with reference vessel diameter of 2.00mm and length of 21.9mm was 90% stenosed. It was treated with pre-dilatation, placement of a 2.75x28mm taxus liberte stent, and post-dilatation. Residual stenosis became 0% and timi-3 flow has been kept since pre-index procedure. The new target lesion with reference vessel diameter of 2.40mm and length of 20.0mm in 1st obtuse marginal was 99% stenosed. It was treated with pre-dilatation, placement of a 2.50x20mm taxus liberte stent, and post-dilatation. Residual stenosis became 0% and timi-3 flow has been kept since pre-index procedure. The patient was discharged without complications on aspirin and ticlopidine hydrochloride.

Event description:
(B)(6) study. Same case as 2134265-2011-03372. Same patient as 2134265-2010-03815. It was reported that following a coronary artery treatment procedure the patient expired. In the index procedure on an unknown date the physician implanted a taxus liberte stent of unknown size in the mid left anterior descending artery and a taxus liberte stent of unknown size in the 1st obtuse marginal. The patient expired due to brain-stem hemorrhage in (B)(6) 2011. The physician discovered the information about the patient death from the patient's family. The patient expired in another facility, therefore there is no detailed information regarding the death or if an autopsy was performed. The physician judged this event as an unknown relationship to the taxus stent.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)